Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was erythema and fungal infection around the abdominal incision site. Signs and symptoms included redness, visible erythema, and rash. The outcome was resolved without sequelae. Interventions included medication administered to the lower quadrant incision. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included a skin exam which showed visible erythema with some satellite lesions at edges of steri strips. The patient was given directions to treat skin irritation. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was implantable neurostimulator (ins) pocket. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was incision site infection.